Event description:
A new type of continuous glucose monitoring device system was prescribed as an alternative to finger stick blood samples. The product literature provides conflicting information about a substance that interferes with the new system. This report is limited to the printed material discrepancy without regard for any problems with the device itself. The system consists of an adhesive sensor and a separate meter/reader device. The user manual on page 16 asserts that vitamin c in excess of 500 mg per day may interfere with the system causing the patient to possibly miss a hypoglycemic event. The "quick reference guide" states that vitamin c in excess of 500 mg/day may interferes with the system possibly causing the patient to miss a hypoglycemic event. The "product insert" asserts that vitamin c in excess of 1,000 mg/day may interfere with the system causing the patient to possibly miss a hypoglycemic event. The doctor sets a narrow range of glucose levels between hypo and hyper glycemia for the patient to achieve and may prescribe additional medicine if the patient "fails" to maintain measured glucose within the prescribed range. Vitamin c may be prescribed for iron deficiency anemia. Orange juice may be recommended for acute hypoglycemia. The product literature does not provide any data for the consumer to judge clinical relevance or clinical significance of the 500 or 1000 mg of vitamin c. In summary, the product literature provides conflicting information (500 or 1000mg/day?) Without any supporting data. The consumer then doubts the other information on the literature that should be supported by clinical trial data and proofread/edited before the consumer buys the device on order of a doctor.